Event description:
Event verbatim [preferred term]: burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via local pqc (product quality complaint) group. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare for flexible application), device lot number r08719, expiration date jul 2019, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn blister on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures per spec-27465, effective: 08-jul-2016. The batch had one dead cell found during in process wrap attribute testing. The individual cell was not dosed with brine solution and will not heat up. The dead cell would not cause a burn. Complaint is the result of an adverse event (a burn). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
[Preferred term] burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable pharmacist via local pqc (product quality complaint) group. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number: r08719, expiration date jul2019, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced burn blister on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to conclusion of pfizer albany investigational report for lot#: r08719: the root cause category is non assignable (complaint not confirmed). Thermal data for the batch shows all wraps met the required wrap batch average temperatures per spec-27465, effective: 08-jul-2016. The batch had one dead cell found during in process wrap attribute testing. The individual cell was not dosed with brine solution and will not heat up. The dead cell would not cause a burn. Complaint is the result of an adverse event (a burn). The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (24sep2018): new information received from product quality complaint group includes: investigation results. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.